Event description:
Reporter alleged the lancet needle which is used in a device for finger-stick blood glucose testing did not retract after use. As a result, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.